Event description:
Initial result for a patient pth was 1.2 pg/ml. When repeated, the result was 29 pg/ml. The incorrect result was not used to guide patient therapy. The field service rep was unable to determine a cause for the discrepancy.